Manufacturer narrative:
The report of the difficulty removing the array guide from the array fixation pin could be due to tolerance interference fit where the inner diameter (ID) of the array guide and the outer diameter (od) of the fixation pin or other contributing factors. The surgeon was able to remove the array guide from the array fixation pin and successfully completed the surgery. No patient has experienced harm or long-term consequences. However, there is possibility for the fixation pin to be unable to be removed from the array guide and the patient bone. Therefore, think surgical decided on 01/31/2024 to report to the FDA and voluntarily remove the array guide from the field.

Event description:
It was reported that during the placement of the array fixation pin using the array guide the pin bound with the array guide and the user had difficulty removing the array guide from the array fixation pin. The surgeon was able to remove the array guide and successfully completed the surgery.